Event description:
It was reported that the pump touchscreen was delayed in responding to touch inputs and felt laggy. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support advised the customer to perform a pump reset in an attempt to resolve the issue; multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.